Event description:
The customer reported that the system was freezing up (locking up). Then the system arced and shut down without command. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was replaced. The system was then found to be operating as intended.